Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion, located in the mildly tortuous and mildly calcified left anterior descending artery, was pre-dilated using a non-compliant balloon. During the preparation, blood returned into the inflator. Upon removal of the device, both components were retrieved, but the device was found to be broken at the mid-shaft. The device was then removed, and the procedure was successfully completed with a new stent. No complications were reported in the patient.